Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the patient contacted animas alleging that he was new to insulin pump therapy and his blood glucose (bg) has been elevated up to 500 mg/dl with dizziness. The patient stated he is aware it may take time to get pump settings adjusted appropriately for better bg control. The patient noted that he is working with his bg management team on settings adjustments. The patient stated that he increased his basal rate from 0.8 units/hour to 1.5 units/hour. Customer technical support advised the patient to discuss the changes he made with his bg management team. There is currently no indication of a pump malfunction and the patient has continued on insulin pump therapy. This complaint is being reported because the patient allegedly experienced hyperglycemia while on insulin pump therapy possibly related to adjusting his own settings without input from a healthcare provider.